Event description:
Need to wear knee brace for support. Had both knees replaced in 2010. Within one year, right knee needed to be replaced because of cement failure. During the revision, the cement set up too fast, so doctor hammered the stump in, so I have x-rays and doctor reports showing loosenings. The stump was never tight in the socket as it should be. I can feel joint move as I walk. I need to wear a brace for support. Left knee is now also loosened up and needs to be replaced. The cement is designed to last 20 years as per doctor. Doctor conveniently forgot to document on my medical report. Lawyer (B)(6) has all test and doctor's reports. (B)(6).